Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer experienced high blood glucose of 585 mg/dl. The customer's grandmother reported that the customer was off the insulin pump. The customer's grandmother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.